Manufacturer narrative:
(B)(4). Baxter did not receive and was not able to evaluate the device. When the device is received and the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a pump was alarming for system error 322. There was no pt involvement.